Event description:
Social media monitoring identified the following post on (B)(6): "door leaks from top and bottom. Only on high speed during 180 part of cycle. Seems to start happening at around 160 degrees. Replaced door cylinders and gaskets."

Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified a post from a user under the name "(B)(6)" about a leaking washer. A steris social media monitoring representative replied to the post on (B)(6) 2015: "dear (B)(6), we came across your post about the reliance synergy washer/disinfector. We have a dedicated service support team who can help. Please provide us with your preferred method of contact or call 1-800-333-8828 for assistance. Thank you." As the complainant has not responded to our follow up post, steris is unable to determine if the reported leak was a steam or water leak. It is also unknown if an injury, evacuation, and/or procedural delay or cancellation occurred. Steris identified this post through our social media monitoring process. We have been unable to obtain additional information regarding the post and are therefore filing this report as we cannot determine if the event meets the reporting criteria outlined in 21 cfr 803. A follow up report will be filed should we receive additional information.